Event description:
A healthcare professional reported that during a root canal surgical procedure, the lamp bulb burst and some of the debris escaped the vented lamp housing of the (B)(4) dental microscope; some of the debris made contact with the patient, doctor and assistant. It was further reported that no-one was injured. The lamp housing is located on the articulated s7 wall mount system which supports the microscope head. The light from the lamp housing is transmitted to the microscope head via fiber optic.

Manufacturer narrative:
A field service engineer (fse) found that the burst lamp was used beyond its 500 hour maximum service life (actual time 2101.5 hours). The bulb was replaced and a complete functional check of the (B)(4) surgical microscope system determined that it was working according to specification. The user manual cautions, "caution: the xenon lamp has a limited service life of 500 hours! If used beyond its maximum service life, the xenon lamp may explode. Please replace the xenon lamp in due time." The user manual also states, "if the xenon lamp is used beyond its maximum service of 500 hours, a sudden failure may occur. Replace the xenon lamp in due time and reset the service hour counter to "0." (B)(6).